Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Upon visual inspection the cassette was damaged with multiple cracks on the infusion chamber. It should be noted the same type of damage was able to be replicated by dropping a labstock cassette from a table height elevation onto the floor. We continue functional testing with the returned tubing manifolds but was unable to test the entire fluidics management system because the cassette was damaged. A labstock cassette was used to continue functional testing. The sample could prime and pass intra ocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. There was no anomalies observed during testing. The root cause of the customer's complaint could not be conclusively determined as the returned cassette was damaged and a full evaluation of the entire fluidics management system (fms) was unable to be tested on the console. After investigation of this complaint no corrective action is required at this time as root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during ultrasound mode of the surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).